Manufacturer narrative:
The product location is unknown by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. It was stated the reoperation was performed to remove a clot from the patient's lung. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00356.

Event description:
On (B)(6) 2017, a reoperation was performed on the patient to remove a clot in the lung. A form was filled out that stated the reoperation was due to "other cardiac complication."